Event description:
It was reported that the patient with this implantable pacemaker device stated that part of the device was not working properly and the battery was draining. Boston scientific technical services (ts) referred patient to the physician. The device remains in service. No adverse patient effects were reported.